Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy. The technician removed the scope along with the device and secured it onto the distal tip of the scope. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the ligator head with six bands and some suture knots had dislocated from the ligator housing teeth. It was reported that the technician inadvertently put pressure on the sutures around the bands when removing the shrink wrap; however, according to the instructions for use (IFU), the shrink wrap of the speedband superview super 7 device must be removed carefully by pulling marked tab such that ligator bands and threads are not disturbed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0501 captures the reportable event of suture detached. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11 (correction): block h6 (device codes) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy. The technician removed the scope along with the device and secured it onto the distal tip of the scope. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the ligator head with six bands and some suture knots had dislocated from the ligator housing teeth. It was reported that the technician inadvertently put pressure on the sutures around the bands when removing the shrink wrap; however, according to the instructions for use (IFU), the shrink wrap of the speedband superview super 7 device must be removed carefully by pulling marked tab such that ligator bands and threads are not disturbed.